Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/8/2015: litigation alleges the patient developed severe pain in her right hip. Serum blood testing demonstrated markedly elevated levels of cobalt and chromium and imaging tests revealed loss of soft tissue. Additionally it is alleged the patient suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, severe pain and discomfort; poor balance; difficult walking; popping, clicking and grinding noises; bone erosion; impingement and/or detachment; osteolysis; metallosis and other injuries presently undiagnosed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to pain and high cobalt and chromium levels.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 3/14/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported debilitating pain, limp, difficulty with stairs, elevation levels, and impaired mobility. Primary surgical report noted blood loss of 900ml related to oozing of soft tissues throughout the procedure. Revision surgical reported noted pain, elevated ions, periprosthetic osteolysis, dark tinged fluid and leg length discrepancy. Lab results reported cobalt levels less than 7 parts per billion. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 5. 2016.